Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on november 10, 2015 that a speedband superview super 7 device was used during a multiple band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first ligation band failed to deploy and the second band was difficult to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2015. It was also reported that the speedband superview super 7 device was used in the esophagus.